Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2016 with the following findings: the battery compartment was found to be cracked. Unrelated to the battery compartment, the audio bolus button cover was found to be missing.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 06/16/2016.